Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in ¿between brow, forehead, nose bridge, and under both eyes¿ with juvederm vista volbella xc. The patient was also injected with an unknown juvéderm® product into the lower cheeks and the area above the nasolabial folds. Approximately four years post injections, the patient experienced a ¿delayed-type foreign body granuloma/ lump and pain¿ under the eyes, between the eyebrows, and on the forehead. The patient was treated with ¿antibiotics and painkillers (cefzon, loxonin, levamihid).¿ the patient was also ¿diagnosed for extraction by incision but not performed.¿ first dissolution with hyaluronidase 2.5m (250 units) between the eyebrows, forehead, under the eyes, outer cheeks. An additional injection of a mixed solution of 1.6ml (250 units) of hyaluronidase and 0.4ml of kenacort was administered for the fibrotic areas (forehead, between the eyebrows, under the right eye). The patient was also treated with predonin 6 tablets (30 mg) per day and then reduced to 1 tablet (5 mg) per day in the last two months. Five days later, a second dissolution with hyaluronidase 0.52 ml (52 units) + kenacort 0.13 ml in the outside of both cheeks. Hyaluronidase 2.0 ml (200 units) + kenacort 0.5 ml in upper part of the nasolabial fold on both sides and the bridge of the nose. The hcp additionally stated that ¿it is believed that the problems are largely due to the formulation rather than injection techniques or the patient's constitution.¿ symptoms status is unknown. This is the same event and the same patient reported under patient identifier (B)(6); (B)(4). This emdr is being submitted for juvederm (volume/concentration/additive unknown).